Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken belt clip slot and with minor scratches on the lcd window.

Event description:
Customer reported via phone call that there is a huge scratch on the insulin pump. The blood glucose reading is 158 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.